Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-may-2026, a distributor reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue during use. The blue repair suture was observed to be cut from the implant shortly after insertion, during the setting of the anchor. The separation occurred before the lasso was used and was not caused by the needle. This issue was identified during a procedure performed on (B)(6) 2026. No patient harm was reported.